Event description:
The customer stated that the heartstart mrx was asking for a password. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.